Manufacturer narrative:
Section d4;h4: additional information. Section h6: device code: correction . Manufacturer's investigation conclusion: driveline fault alarms, low speed events, and a pump stoppage event were confirmed via the analysis of the submitted log file; however, a specific cause for the events could not be conclusively determined. Based on experience with the hmii lvas and similar reported events, the driveline fault alarms, low speed events, and pump stoppage that occurred while the patient was supported by batteries could be indicative of driveline damage. The submitted log file contained data from (B)(6) 2020 through (B)(6) 2020 and captured nearly continuous yellow wrench/driveline fault alarms. The log file also captured numerous low speed events between(B)(6) 2020 and(B)(6) 2020 as well as a pump stoppage event on(B)(6) 2020 . All low speed and pump stoppage events occurred while the system was supported by battery power. Additionally, the log file captured a transient low flow hazard alarm on(B)(6) 2020 which was not associated with any low speed or pump stoppage events. The actual speed remained above the low speed limit for the remainder of the log file data and pump appeared to be functioning as intended. The account reported that the patient underwent a previous external driveline repair on(B)(6) 2019 which was unsuccessful (refer to MFR report # 2916596-2019-00244). The patient had been having driveline fault alarms for the past year (refer to MFR report # 2916596-2019-00244, 2916596-2019-04402, and 2916596-2020-00094) and was determined not to be an exchange candidate. The patient was seen in the clinic on (B)(6) 2020 with new low flow, low voltage, and pump off alarms. Additional information was requested but was not provided. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No product is available for investigation and no further complaints have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current heartmate ii lvas discusses pump speed, power, flow, and pulsatility index in section 1, ¿introduction¿. This IFU also outlines the indications of driveline damage, as well as how to respond to such events. The section entitled ¿alarms and troubleshooting¿ contains information regarding alarms on the system controller, including low speed/flow advisory/hazard alarms, driveline fault alarms, and pump off, and the proper actions associated with them. This section also provides information on driveline care and cleaning. The user should check the driveline daily for signs of damage (cuts, holes, tears) and call their hospital contact right away if the driveline is damaged (or might be damaged). The current heartmate ii lvas patient handbook contains a section on ¿caring for the driveline¿, however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. The section entitled ¿alarms and troubleshooting¿ contains information regarding alarms on the system controller, including low speed/flow advisory/hazard alarms, driveline fault alarms, and pump off, and the proper actions associated with them. In the event of a red heart/pump off alarm, the user is instructed to connect to a working power source right away and if connecting to power does not resolve the alarm, press any button on the system controller to attempt pump start and call your hospital contact immediately. The patient handbook also provides instructions in the event the pump stops in section 8 ¿handling emergencies¿. The heartmate ii lvas IFU also contains a section on ¿pump performance monitoring¿ under patient care and management which explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 4.4 ¿clinical screen¿, contains sections on pump flow, pump speed, pulsatility index, and pump power. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. The current heartmate ii patient handbook contains a section on ¿alarms and troubleshooting¿ which provides information on all system alarms, including low flow hazard alarms, and the actions associated to resolve the alarms. A section on ¿handling emergencies¿ is also provided. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The previous percutanteous lead repair was reported in MFR. Report #2916596-2019-00244. The other driveline fault events referenced were reported in MFR. Report #2916596-2019-04402 and 2916596-2020-00094. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was seen in clinic with low flow and low voltage alarms. Upon interrogation, pump off events were seen on (B)(6) 2020 with suspected events on (B)(6) 2020 and (B)(6) 2020 due to speeds noted in the 2000's rpm. The patient has had driveline fault alarms for about a year (since 2019). The log file captured persistent driveline fault events along with low speed and pump stop events on battery power. After viewing the driveline data, it is probable that one of the wires is completely broken and also appears that the short to shield have progressed into a phase to phase short where there is the possibility of pump stop events on any power source. According to the report from when the repair was performed back in 2019, there is no more space to perform another repair and the portion of lead that was returned did not find any issue with the driveline so it is presumed that the damage is internal.